Manufacturer narrative:
Initial reporter occupation: clinical manager. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that prior to inserting the intra-aortic balloon (iab), the inner lumen of the iab flushed well. However, once inserted prior to connecting to the console, the iab was unable to aspirate or flush. The iab was removed and replaced with a second iab, but the same issue occurred. It was verified that the appropriate insertion techniques were followed. The customer stated that once they manipulated the iab and pulled the guidewire allowing the blood to flow, they were able to aspirate and flush. The customer was advised that if the guidewire is not removed immediately after insertion, thrombus is able to form. There was no patient harm or adverse event reported. This report is for the 2nd iab used. A separate report has been submitted for the 1st iab under mfg report number 2248146-2022-00214.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-2020 to feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane loosely folded with traces of blood on the exterior of the catheter. Two catheter tubing/inner lumen kinks were observed at approximately 64.8cm & 75.4cm from the iab tip. A 0.025¿ laboratory guidewire was inserted through the inner lumen and resistance was felt at the kink location. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The condition of the iab as received indicated two catheter tubing/inner lumen kinks. Although we were unable to duplicate the reported problem, kinks can cause difficulty flushing and/or aspirating. Unable to determine when these kinks may have occurred. The evaluation confirmed the problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).